Manufacturer narrative:
(B)(4). (B)(6). The affected device was received for evaluation. The unit was received with the distal luer attached to the fill-port. The visual inspection was able to verify the reported condition. The problem was caused by a crack located on the fill-port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leaking infusor elastomeric device. According to the report, upon completion of infusion, the patient connected the distal luer lock to the fill port and brought the used infusor to the hospital. The solution remaining inside the infusor leaked from the luer lock to the fill port. The solution involved in this event is unknown. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue.